Event description:
Reportedly, during a follow-up on (B)(6) 2018, the physician observed an abrupt increase in the battery impedance curve. Questions were raised on the expected residual longevity of the pacemaker. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). Preliminary analysis revealed that some episodes recorded in the device memory showed non-physiological signals (noise/artifacts) in the atrial and ventricular channels or in the ventricular channel. They may be due to strong external electromagnetic interferences, myopotentials and/or leads issue.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up on 20 february 2018, the physician observed an abrupt increase in the battery impedance curve. Questions were raised on the expected residual longevity of the pacemaker. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). Preliminary analysis revealed that some episodes recorded in the device memory showed non-physiological signals (noise/artifacts) in the atrial and ventricular channels or in the ventricular channel. They may be due to strong external electromagnetic interferences, myopotentials and/or leads issue.